Event description:
Report rec'd from abbott int'l (abbott hong kong) that states "the option lock detached after priming." The reporter states that the clinician connected the tubing set to the pt after priming. Before loading the tubing set with taxol, the clinician disconnected the set from the pt. It was noted at this time that the male adapter option lock was detached from the set. The tubing set fell into two pieces. There was no report of blood loss. No IV solution was infusing at the time of the disconnection. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.